Manufacturer narrative:
Evaluation summary: - it was reported that the power supply connector of the subject home monitor was broken. - as the device was not returned for analysis, the root cause of this issue could not be determined. However, based on the provided description of the event, it is suspected that the reported behavior resulted from the wear of the power supply component or from a mechanical shock.

Event description:
Reportedly, the connector of the home monitor is damaged and comes out of the device.